Event description:
A quality assurance report was received. A review of the batch record was performed. No deviations were reported and the lot met all quality specifications for this product. The preservation sample was tested for particles. The sample was filtered with a pall blood transfusion filter (no. Sq40s) and no particles were visible in the filtrated fluid.

Manufacturer narrative:
A more complete description of the incident described in the medical device report including relevant events prior to and subsequent to the actual incident. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. If the firm has determined that the event described in the medical device report is attributable to the device, then submit an outline of the plan for remedial action and a copy of any proposed remedial action communication or state the basis for determining that remedial action is unnecessary. (The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed.): to the best of co's knowledge, the pt in this report is still allive. The only information co has received was that the trasplanted kidney was lost. In the letters co sent to the reporting physician, co asked if a biopsy of the trasplanted kidney was performed and requested the results.